Event description:
Pt found wedged underneath bed between upper and lower bed support beams. Pt found unresponsive with airway obstructed by lower bed beam. Pt was resuscitated and transferred to critical care. Now on full life support.